Event description:
It was reported that the patient presented via a merlin.net transmission after receiving a patient notifier for multiple episodes of non sustained lead noise due to emi. Sensing and capture threshold values were normal and stable. Noise and impedance testing were recommended. Lead to continue to be monitored until lead testing can be performed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that a merlin.net transmission showed myopotential oversensing. Reprogramming was recommended.